Event description:
Patient reported "saline rupture." Healthcare professional later reported "deflation." This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "saline rupture." Healthcare professional later reported "deflation." This record is for the right side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed an opening assessed as fold flaw opening and observed delamination of diaphragm valve assessed as adhesive failure and an opening assessed a cracked valve seat diaphragm valve. As per the investigation procedure, creases, wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "saline rupture." Healthcare professional later reported "deflation." This record is for the right side. The device has been explanted.